Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's spouse reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis. The customer's blood glucose was 759 mg/dl at the time of incident. The customer's blood glucose was 168 mg/dl at the time of call. The customer's spouse stated that they were given IV drip fluids and IV insulin to treat the blood glucose. The customer's spouse stated that they were wearing the insulin pump during hospitalization. The customer's spouse stated that the drive support cap appeared normal. The customer's spouse performed troubleshooting and did not find leaks, site and insulin issues and setting issues. The customer's spouse stated that they had tiny air bubbles in the reservoir. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.